Manufacturer narrative:
The reported complaint of the autopulse platform (B)(4) did not power after battery was changed was not confirmed during functional testing. Analysis of the autopulse platform revealed no problems with the board which may have contributed to the reported complaint. Visual inspection was performed and no physical damage was noticed. Functional testing was performed and the platform was subjected to the run-in test using the 95% patient test fixture (large resuscitation test fixture) and regular manikin with good test batteries for 30 minutes and did not observed any issues. In addition, the platform was tested using known good autopulse lithium-ion batteries and the platform was able to power on and off without issue, thus unable to replicate the reported complaint, furthermore, the platform passed the load cell characterization testing. The autopulse has passed all the testing and meets all required specifications. Historical complaints were reviewed for service information related to the reported complaint and there was no similar history of complaint reported for autopulse serial number (B)(4).

Event description:
As reported, during patient use the autopulse platform (B)(4) did not power up after the battery was changed. No other information was provided. No known impact or consequences to patient were reported.